Event description:
It was reported that the patient had phrenic nerve/diaphragmatic stimulation due to the left ventricular (lv) lead. The lead was exp lanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant: dtba1d4 ICD implanted: 2014-(B)(6), 3487a-33 pain stim lead implanted: 2005-(B)(6), 748925, neuro extension, implanted: 2005-(B)(6), 7479 pain stim ipg implanted: 2005-(B)(6), 3550-09 neuro adaptor implanted: 2005-(B)(6). (B)(4).